Event description:
It was reported that the patient experienced shocking or jolting sensation in the legs, which is the typical stimulation location following a reprogramming session the week of (B)(6) 2011. On (B)(6) 2011, the patient was seen in the clinic for reprogramming. Impedance measurements were normal except for contact 4 which was >4000. Program 2 was using electrode 4. Reprogramming was performed, and following adjustment the patient left the office pleased with the stimulation.

Manufacturer narrative:
Concomitant medical products: lead model 3487a-33 lot #j0437458v implanted: (B)(6) 2004 explanted: na; lead model 3487a-33 lot #j0454277v implanted: (B)(6) 2004 explanted: na; extension model 748925 serial #(B)(4) implanted: (B)(6) 2004 explanted: na; extension model 748925 serial #(B)(4) implanted: (B)(6) 2004 explanted: na; programmer model 7435 serial #(B)(4).